Manufacturer narrative:
This product has not been returned at this point. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this right atrial lead was discovered to be dislodged during follow up. This lead was also noted to have been oversensed by the device. During the procedure, this lead was attempted to be repositioned, but the helix would not retract. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This supplemental report is being filed to include product investigation details.